Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient received a cgm reading of 180 mg/dl. No bg meter comparison was taken at this time. The patient self-treated with insulin based on the cgm reading. At an unspecified time after taking the insulin, the patient began feeling shaky and felt like she was going to pass out. The patient went to her doctor¿s office and was advised that she go to the ER. It was not specified if the patient's bg meter reading was taken at this time, or if she received any treatment at the doctor¿s office before going to the ER. At the ER, the patient¿s bg meter reading was 109 mg/dl. No cgm value was provided for comparison. The patient was admitted to the hospital. It was reported the patient was treated with insulin. No other treatment details were provided. Several bg/cgm comparison values were reported on the day of 03/16/2024 while the patient was in the hospital and are as follows: cgm reading of 189 mg/dl and bg meter reading of 145 mg/dl, cgm reading of 227 mg/dl and bg meter reading of 170 mg/dl, and cgm reading 248 mg/dl and bg meter reading of 178 mg/dl. The patient was discharged home 9 days later. Attempts to reach the patient for further event details were unsuccessful. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.